Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) was prepared per the instructions for use (IFU). However, while inserting the tsgc, resistance was encountered at the height of the mid abdominal region. However, while applying a full turn minus to the knob, a tactile/audible sensation was felt when rotating the knob, and the minus no longer worked. A cable break was suspected. Therefore, the tsgc was removed from the patient and flushed again. While outside the patient, the minus was checked again but was unable to hold the tension. Therefore, the tsgc was discontinued for use and replaced. A new tsgc was prepared and inserted without issues. Two clips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1-2. It was noted that the procedure had a good result. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the broken "-" cable and was unable to confirm the reported unstable knob. The reported difficult advancement and noise could not be replicated in a testing environment a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported noise was a cascading event of the broken cable. The reported difficult advancement and broken cable appear to be related to procedural conditions (full turn of minus knob needed to try and push past resistance). A cause for the reported unstable knob could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) was prepared per the instructions for use (IFU). However, while inserting the tsgc, resistance was encountered at the height of the mid abdominal region. However, while applying a full turn minus to the knob, a tactile/audible sensation was felt when rotating the knob, and the minus no longer worked. A cable break was suspected. Therefore, the tsgc was removed from the patient and flushed again. While outside the patient, the minus was checked again but was unable to hold the tension. Therefore, the tsgc was discontinued for use and replaced. A new tsgc was prepared and inserted without issues. Two clips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1-2. It was noted that the procedure had a good result. There were no adverse patient effects and no clinically significant delay in the procedure.